Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Surgery took place where the ipg was replaced without complications. Effective therapy was restored.